Event description:
It was reported that blood had backed up into the retractable collar of a one-link IV connector, during infusion. There was patient involvement, however no adverse event was associated with the reported condition. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.